Manufacturer narrative:
Method: actual device not evaluated: the device was not returned for evaluation and no device lot number could be obtained to perform a manufacturing review. Results: no results available since no evaluation performed: no device evaluation or qa investigation could be performed due to the limited information received. Conclusion: device not returned. Based on the limited information reported, no qa investigation could be performed. The device was not returned and the lot number remains unknown. Additional patient and procedure specific information was requested, but to date no additional information has been received. No culture results were received to confirm the reported infection. A relationship between the event and the device could not be determined. If additional information is received, the investigation will be reopened and a follow up report will be filed.

Event description:
Limited information was reported to lifecell associated with a patient that developed an infection following a fat grafting procedure with the use of revolve. No other lifecell products were used in this breast revision surgery and it was confirmed that the infection developed at the breast site, not the fat extraction site (abdomen). Additional patient and procedure specific information was requested, but to date no additional information has been received. It was reported that the lot number of the device was not documented in the patient's records.